Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastroinstestinal videoscope tested positive for greater than 80 colony forming units (cfus) of staphylococcus warneri and staphylococcus pasteuri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's review of the customer cleaning disinfection, and sterilization (cds) processes, results of third party testing, the device evaluation, and the lm's final investigation. The customer cleaning disinfection, and sterilization (cds) processes were not provided. Olympus provided the following results of the cutler test, performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; cfu: 16cfu; bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus cultured tested after reprocessing in accordance with the instructions for use (IFU) before repair, microbial growth was observed. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ additional information provided: d9, returned to manufacturer, date was 28mar2024. H4, device manufacturer date, was 11oct2022. Olympus will continue to monitor field performance for this device.